Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. As per follow-up information received from canada team on 20apr2022, the foley catheter had a material deformation problem and mechanical jam problem . It was also stated that the patient experienced hemorrhage/bleeding. It was unknown if the device contributed to the hemorrhage/bleeding at this time and medical intervention was unknown. No other information was available. As per follow-up information received on 30aug2022, foley catheter was removed and got stuck on the way out causing urethral trauma and bleeding with removal and post removal . Upon inspection of the catheter post removal, there were wrinkles and rolls in the area where the balloon was inflated, frank blood noted on the area and in the tip of the catheter. The patient also experienced urethra tissue breakdown while the catheter was inserted, despite the securement of the catheter to the patient's thigh, possibly due to the rigid nature of the product . It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had an unknown issue. Additional information has been requested. As per follow-up information received from canada team on 20apr2022, the foley catheter had a material deformation problem and mechanical jam problem . It was also stated that the patient experienced hemorrhage/bleeding. It was unknown if the device contributed to the hemorrhage/bleeding at this time and medical intervention was unknown. No other information was available. As per follow-up information received on 30aug2022, foley catheter was removed and got stuck on the way out causing urethral trauma and bleeding with removal and post removal . Upon inspection of the catheter post removal, there were wrinkles and rolls in the area where the balloon was inflated, frank blood noted on the area and in the tip of the catheter. The patient also experienced urethra tissue breakdown while the catheter was inserted, despite the securement of the catheter to the patient's thigh, possibly due to the rigid nature of the product . It was unknown what medical intervention was provided.